Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is the pcb and water tank. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit will not alarm and leaks. The issue was not related to physical damage/abuse and there was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Reason for submission delay: our gateway attempted to process this emdr and ran into a connection issue on (B)(6) 2024. This caused the submission to fail. Re-submitting (B)(6) 2024. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.